Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been 1 other event for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It is reported by counsel for claimant patient that claimant received a ltka performed by dr. (B)(6) at the (B)(6) clinic in (B)(6) on (B)(6) 2017. A (B)(6) unit was used during the surgery. Two weeks following her ltka, the claimant experienced a femur fracture. According to counsel, the fracture was due to a weakness in the femur resulting from the pinhole used for (B)(6) computer navigation. The claimant required an internal fixation on (B)(6) 2017 to repair the fracture and experienced subsequent complications.